Manufacturer narrative:
Additional information was added: h4: the device was manufactured from february 3, 2020 - february 4, 2020. H10: the two (2) devices were returned for evaluation. Visual inspection on the returned samples noted white crystallized drug residue located near the fillport area of the first sample. No signs of white drug residue were observed from the second sample. No signs of moisture or liquid were observed on either the inside or the outside of the housing of both samples. Drug 5-fu has tendency to turn into white crystallized residue when its liquid form is exposed in the open air for a certain amount of time. During the filling step, drops of drug liquid from the filling syringe may have inadvertently dropped near the fillport area, then the drops of drug liquid turned into white crystallized residue over time. This is not an actual leak from the folfusor device. A functional leak test was performed on both samples by adding green colored water to their bladder. During fill, no evidence of leak was observed. After fill, the two samples were being monitored until the next day. The next day, no evidence of leak was observed from the two samples. The two returned fofusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there are two (2) small volume folfusors leaked prior to patient use. The set was filled with 3300mg fluoruracil in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.